Event description:
Nausea and blood pressure decreased one hour after initiation of the treatment on (B)(6) 2007. Blood appeared to change color to brown. The treatment was discontinued and the dialyzer was replaced with the same lot product. With the second system, severe nausea and blood pressure decreased again immediately after initiation of the treatment. Blood oxygen saturation level went down to 60%. The treatment was discontinued. After the procedure in another facility, the symptom was improved.

Manufacturer narrative:
From the analysis result, it is difficult to conclude there were any abnormalities on performance of the dialyzer and the dialyzer itself. We also reviewed manufacturing records, quality records of lot# m74147. As a result, no abnormality was found in records. Twelve thousand three hundred and thirty eight units of this lot# m741477 were distributed to the medical facilities and no similar sae using this lot# m74147 was reported globally. This event is consider as possible acute hemolysis although relationship to dialyzer membrane cannot be denied completely.